Event description:
It was reported that the device's button doesn't respond when pressed. The event occurred before patient use, during testing. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: city (B)(6). One device was returned for analysis. Visual inspection found no physical damage on device. Review of the event history log showed there was a keypad failure alarm during operation. Functional testing was not able to duplicate the reported issue. The investigation team noted the most probably cause of the issue was a defective keypad, and therefore the keypad was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.